Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed manual prime test using a new lab reservoir along with a pump. The infusion set failed per inspection found occluded tubing/p-cap needle.

Event description:
The customer reported via phone call of excessive no delivery alarms from the infusion set. The customer's blood glucose reading was 147 mg/dl. The customer stated that the alarm occurred during bolus. The customer stated that the no delivery alarm was not recurring. The customer was assisted with performing 5.0 unit fixed prime. The customer stated that insulin did exit. The customer stated that the cannula was bent. The customer was advised to return the infusion set.